Manufacturer narrative:
This product is used for treatment and not for diagnosis.

Event description:
Description of the original complaint: during a laparoscopic procedure the instrument jaw had broken into several pieces within the patient's body. Several pieces were not recovered, a second surgery was needed to recover any remaining pieces. Initially the patient decided to forgo further surgery, however, after discussion with the surgeon, decided to have the additional surgery at a different facility. Relevant events and information obtained for the reported case: medtronic xomed instruments visually examined the instrument and determined that the product was manufactured in september of 2000, and records indicate this item has never been previously sent for repair to medtronic xomed instruments. Furthermore, the insulation material was aged and loose indicating that this item should have been replaced. An examination of the breakage showed that it had been used for lifting [prying] some object. No fault was found in the instrument metal, nor any flaws from the instruments' original manufacture.